Event description:
It was reported that the pt died. No cause of death was reported, although it was noted the device appeared to be not related to the death. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.